Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The exact cause of the event couldn¿t be exclusively identified. However based on the past investigation results, it is likely the error and peeling of the tissue pad occurred by the following mechanism: 1. Grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to wear and peel off. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed causing an error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sonic beat's pad was bending/deformed. The malfunction occurred during a therapeutic laparoscopic appendectomy procedure. There were no reports of patient harm and the intended procedure was able to be completed with a similar device.